Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who had unknown mentor saline prostheses placed experienced a deflation post procedure. As a result, replacement with another set of unknown mentor saline prostheses was performed on an unknown date. Subsequently, a deflation with the new set of implants occurred. The patient has indicated a desire to replace these implants new saline prostheses. However, at the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report relates to the first deflation event. See 1645337-2022-05561 for the event pertaining to the subsequent set of implants.